Event description:
It was reported that the patient presented via merlin.net transmission. Upon interrogation, it was noted that the device went into backup vvi. The device was reverted from bvvi mode. There were no adverse consequences to the patient. It was believed that the interaction with merlin transmitter used for remote monitoring contributed to bvvi. The patient was stable.